Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No interventions were made at this time. There were no patient symptoms reported.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.